Event description:
It was reported that the patient presented to the hospital experiencing syncope. Upon interrogation, it was noted that there is a suspected pacemaker issue. No intervention was performed and the patient was in stable condition.